Manufacturer narrative:
A partial lead measuring 6.2 cm of the connector segment was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during generator change-out procedure due to normal eri, the set screw could not be loosened. During attempts to loosen the set screw, the lead pin separated from the lead body. The physician elected to cap and replace the lead during the procedure. Patient was doing well and will be monitored with routine follow up.